Event description:
It was reported that a pathfinder nxt fixed percutaneous rod inserter was discovered during inspection to have a broken tip. The instrument was discovered within an instrument set that is not regularly used. It is unk how and when the part was broken.

Manufacturer narrative:
MFR records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause is design related. This is s the final report that will be submitted associated with this incident and device. No add'l action is required at this time.